Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly with no other visual damages noted. The complaint device was sent for x-ray analysis to observe the distal tip. Based in the x ray the distal tip inner side was blocked due to contrast residues. Functional inspection could not be performed because of the distal tip issue noted during x-ray analysis. Microscopic inspection revealed the guidewire exit port was damaged (deformed/lifted).

Event description:
It was reported that a vessel dissection had occurred. The target lesion was located in a tortuous and moderately calcified vessel. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device had difficulty crossing the lesion and when pulled out, a dissection happened. The physician stented the area. No further patient complications were reported.

Event description:
It was reported that a vessel dissection had occurred. The target lesion was located in a tortuous and moderately calcified vessel. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device had difficulty crossing the lesion and when pulled out, a dissection happened. The physician stented the area. No further patient complications were reported.